Event description:
I-flow on-q pump had detached tubing from the elastomeric pump straight out of its sterile packaging. This is a select-a-flow 2-14ml/hr - 400ml fill pump. Lot #: 0a2640. I have contacted the company and arranged for return of the product to them. This is the second time it has occurred and the first time I am reporting it to the FDA.